Event description:
It was reported that the patient felt the device was pulsating very fast but the heart rate is not responding, as if the device "has a life of its own." The patient reported experiencing "more episodes" in the past year, but stated that her physician is conducting tests and the "episodes" may be stress related. Follow up with the patient's physician was unsuccessful. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.